Event description:
A piece of thunderbeat tip was discovered missing while being used in the pt. Olympus thunderbeat-trail instrument. Pt was xrayed on table with negative result. Missing piece was found in suction cannister.